Event description:
It was reported that on (b)(6) 2026, a 29mm Epic Valve was implanted for double valve replacement and tricuspid valve reconstruction surgery. After the surgery, the patient's cardiac function was extremely poor, the circulation was extremely unstable, and the patient was also suffering from ischemic hypoxic encephalopathy, as well as multiple organ dysfunction such as liver function, kidney function, coagulation function, and infection. The patient also had cardiac arrest. The patient was transferred to the intensive care unit (ICU) for further resuscitative treatment, including mechanical ventilation, inotropic support and vasopressor therapy, continuous renal replacement therapy (CRRT), mild hypothermia for brain protection, aggressive anti-infective therapy, anticoagulation, acid suppression and gastric protection, awakening promotion, enteral nutritional support, and maintenance of hemodynamic stability and internal environment. However, the mental state did not improve, and on (b)(6) 2026, he requested to be discharged automatically.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.